Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration-unknown location') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal infection ("vaginal infection,infection (other) unknown"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain,low back"), urinary tract infection ("bladder/urinary problems: uti,infection (other) unknown"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorrhagia"), psychological trauma ("psych injury related to essure"), migraine ("migraines"), fatigue ("fatigue"), gait disturbance ("difficulty walking"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, urinary tract infection, headache, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, migraine, fatigue, gait disturbance, vaginal haemorrhage, alopecia and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, chest pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2014,(B)(6) 2015 discrepancy:plaintiff did not undergo confirmation test and lab data is recorded for confirmation test. The plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, device dislocation, vaginal infection, migraine, fatigue, gait disturbance quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), migraine ("migraines"), fatigue ("fatigue") and gait disturbance ("difficulty walking"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, back pain, urinary tract infection, headache, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, migraine, fatigue and gait disturbance outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2014, (B)(6) 2015 the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, device dislocation, vaginal infection, migraine, fatigue, gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information updated. Events added- dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, device dislocation, vaginal infection, migraine, fatigue, gait disturbance, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration-unknown location') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and vaginal infection ("vaginal infection,infection (other) unknown"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain,low back"), urinary tract infection ("bladder/urinary problems: uti,infection (other) unknown"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorrhagia"), psychological trauma ("psych injury related to essure"), migraine ("migraines"), fatigue ("fatigue"), gait disturbance ("difficulty walking"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, urinary tract infection, headache, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, migraine, fatigue, gait disturbance, vaginal haemorrhage, alopecia and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, chest pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2014, (B)(6) 2015. Discrepancy:plaintiff did not undergo confirmation test and lab data is recorded for confirmation test. The plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, device dislocation, vaginal infection, migraine, fatigue, gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received. Event:abnormal bleeding (vaginal), weight gain , hair loss, chest pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration-unknown location') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection,infection (other) unknown"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain,low back"), urinary tract infection ("bladder/urinary problems: uti,infection (other) unknown"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorrhagia"), psychological trauma ("psych injury related to essure"), migraine ("migraines"), fatigue ("fatigue") and gait disturbance ("difficulty walking"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, urinary tract infection, headache, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal infection, migraine, fatigue and gait disturbance outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2014, (B)(6) 2015 the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, device dislocation, vaginal infection, migraine, fatigue, gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received: following events were added : abnormal bleeding (general).reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.